Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized "and has returned home". The patient was treated with unspecified antibiotics (for 3 weeks, doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.